Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No button error alarms noted. Insulin pump passed the no delivery alarm test. No delivery alarms noted. All operating currents tested within specifications range. No unexpected low battery alarms noted. Insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No motor error alarms noted. Motor tested ok. Insulin pump received with cracked reservoir tube lip, minor scratches on display window and scratched case noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. Troubleshoot was done. Customer stated changed battery and had motor error and charge transmitter alert. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.